Event description:
It was reported that an arteriotomy closure of an unknown vessel was attempted using a proglide device after an unknown procedure. Reportedly, an unspecified suture problem occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Device analysis revealed the knot was pulled out of the artery while being tightened which subsequently resulted in a failure to achieve hemostasis as reported. Therefore, the vaguely reported unspecified suture problem is confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.